Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, it was reported the lv lead was dislodged in the atrium. The lead dislodgement was reported to possibly be patient-related. There was no adverse event to the patient. The patient will continue to be monitored.